Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and the device shut down upon powering up. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board and sd card were replaced to address the issues.